Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported melting on the bottom of the inform meter near the connector pins, stated the 3rd pin to the right is burnt. No adverse event reported. A request was made for the return of the device, replacement was sent.